Event description:
It was reported that loss of capture was observed on the device and right ventricular (rv) lead. The device and rv lead were explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences. Related manufacturer reference number: 2017865-2022-21494.

Manufacturer narrative:
The reported event of failure to capture could not be confirmed. As received, the device was at ddd mode above elective replacement indicator level. The device was then programed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including mechanical stress testing, capture test and battery assessment indicate normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.